Manufacturer narrative:
Catheter: model 8731sc, serial# unknown. (B)(4).

Event description:
A catheter revision was reported. It was noted that the patient experienced under infusion symptoms and 'more' pain 'approximately' a week after a refill which occurred on (B)(6) 2013. The patient was treated with additional morphine injections. An x-ray was done to check the catheter and connection. A catheter revision was done, it 'turned out that the proximal part near the pump had curled up around the catheter access port, effectively blocking the catheter.' After the 'problematic' part was revised therapy was fully restored and patient status was reported as 'fine.' It was also noted that the patient required intensive care, hospitalization. The device system was used to infuse morphine.